Manufacturer narrative:
Additional information: according to the physician, none of the cases had device-related adverse events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ long-term outcome of endovascular repair of thoracic and abdominal aortic diseases: a retrospective cohort study of 101 patients from a tertiary care centre¿ vijayvergiya r, kumar b, uppal l, sharma a, savlania a, gupta a, singh h, singhal m j vasc bras. 2025 jul 30;24:e20240147. Doi: 10.1590/1677-5449.202401472. A.2 <(>&<)> a.3a average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ long-term outcome of endovascular repair of thoracic and abdominal aortic diseases: a retrospective cohort study of 101 patients from a tertiary care centre¿ the time frame of this study was over an eleven year period. 101 patients underwent either tevar or evar procedures for various aortic pathologies. Valiant, endurant and non-mdt stent grafts were implanted in the patient population. Among the patient population the following malfunctions occurred: valiant and endurant groups: endoleaks valiant group ¿ stent migration.